Manufacturer narrative:
Reported event of magnetic resonance imaging (MRI) related reset and device problem associated with use in labelled MRI environment was confirmed. The device above elective replacement indicator (eri) level voltage was returned for analysis. Analysis of device image and field information indicated the device was restored from backup vvi mode in the field after exposure to magnetic resonance imaging (MRI). User manual indicates exposure to MRI is capable of inhibiting device operation if not used according to the instructions in the MRI ready systems manual. Assessment of total projected longevity and functional testing were normal with no anomalies found.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode due to MRI in-label environment. Programming changes were made to restore normal parameters. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted on an unknown date. The patent status was unknown.